Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-13250 fibertape cutter the end snapped in half.

Manufacturer narrative:
Complaint confirmed. Visual evaluation confirms the end cutter is broken. Broken piece was not returned. Functional evaluation could not be performed due to the damaged of the device. The cause of this event is undetermined.